Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 3.1 and 4.1 did not open smoothly and were difficult to close. A field service engineer replaced both drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.1 doors were not opening/closing smoothly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.